Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error image displayed on the screen and a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 146 mg/dl at the time of incident. Customer stated that they were unable to clear the alarm. The customer was assisted with troubleshooting. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.